Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement which was detected via the patient remote monitoring system. Additional information indicated that the cause of high sli was not conclusively determined. Commanded shock was not performed on this patient as all vector configurations were checked and shocking impedances were found to be in normal measurements. The patient will continue to be remotely monitored for the time being. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.